Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had low audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it failed the speaker tests. A global communication tool software test was performed, and it failed sound tests. Wiggle testing and was performed and passed. Manual "try it" testing and was performed and failed. The receiver case was opened for an interior inspection, and failed. Speaker resistance was measured and failed. The reported event of a low audio output was confirmed. The root cause was determined to be a defective speaker.